Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel of the left forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres for 60 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.